Event description:
Customer reported experiencing a low blood glucose event of 18 mg/dl, paramedics were contacted. Customer was unsure what the perceived cause of the low was. Customer was not in a car accident. Customer was also having issues at the time of call with connecting at the quick release. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.